Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with reflin intraperitoneally (1g, frequency, and duration not reported) and fortum intraperitoneally (1g, frequency, and duration not reported) for the peritonitis event. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.